Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness within specification) no additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted and replaced.